Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No unexpected missing segments, partial display anomalies noted. Pump received with broken reservoir tube lip, broken battery tube threads, cracked case from reservoir tube window corners, cracked reservoir tube window and broken belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring fell off. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.